Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis bacterial manifested by peritoneal cloudy effluent, abdominal pain and pyrexia and was hospitalized the same day for the event. A day after the onset of peritonitis, the patient was treated with cefamezin intraperitoneally (ip) (1gm, once per day). Eleven days after the onset of peritonitis, the patient fully recovered from the event, the cefamezin treatment was discontinued and the patient was discharged from the hospital. No problems were found regarding the patient?s aseptic technique during peritoneal dialysis (pd) therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.